Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in clinical use when the issue occurred. The philips field service engineer (fse) inspected the system onsite and confirms that the screen was flickering intermittently, customer continued using device to finish the planned treatment. The field service engineer (fse) checked with customer and confirmed that repair service from philips was not required. The root cause and resolution for the reported problem were not able to be confirmed. The codes were updated based on the investigation outcome. The evaluation method code was corrected.

Event description:
It was reported to philips that during x-ray the azurion device would intermittently display an artifact on the screen. It was reported that this was affecting the diagnosis of patient conditions. The state of the patients condition is currently unknown to philips. To date, no further information was received. We are conservatively reporting this event as the investigation is ongoing. A follow up report will be submitted when further information is received.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in clinical use when the issue occurred. The philips field service engineer (fse) inspected the system onsite and confirms that the screen was flickering intermittently, customer continued using device to finish the planned treatment. The field service engineer (fse) checked with customer and confirmed that repair service from philips was not required. The root cause and resolution for the reported problem were not able to be confirmed. The codes were updated based on the investigation outcome. The evaluation method code was corrected. The serial number, product UDI, reporting address line 1 and the reporting address city have been updated.